Event description:
Per complaint (B)(4), after clinical procedure,patient experienced loss of osseointegrate .

Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient identifier, patient age, and patient sex are unknown.